Event description:
The hospital reported that a acrobat-I positioner used for a coronary artery bypass procedure suction cup was stuck and cannot be used normally. A replacement device was used to complete the procedure. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a

Manufacturer narrative:
Trackwise#; (B)(4) updated sections: b4, d10, e1, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed. A suction/vacuum strength test was performed per instructions of the vacuum leak test (mcv00001178 rev. A), using calibrated vacuum weight tlt (ID: 14272; 2 lbs; due (B)(6) 2023) and calibrated pressure gauge (ID: 14275; due (B)(6) 2023). The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device and the results of the investigation the reported failure "suction failure" was not confirmed. The lot # 3000246620 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.